Event description:
Follow up information was received stating the patient's lead was replaced. Effective stimulation therapy was restored post op.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's program was unable to increase the scs system's stimulation. The company representative provided diagnostic reports noting high impedances. Surgical intervention may be taken to address the issue.